Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g4, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. It is likely the following led to the malfunction: faulty light guide socket. This issue is likely traced to the cause component failure. A root cause could not be identified. Based on the results of the investigation, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had intermittent distortion on the screen. The issue was found during set up/ inspection for use. There were no reports of patient involvement.